Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose reached 500 mg/dl. Customer treated their blood glucose with a manual injection. Customer also reported they did not observe insulin exiting when they removed the insulin pump. Customer stated they did not have any symptoms of high blood glucose. Customer declined to check for leaks and air bubbles during troubleshooting. The customer also declined to check for site/insulin issues. Customer was advised to change out their entire infusion set, reservoir, and insulin. Customer's current blood glucose was 238 mg/dl. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.